Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damages to the battery compartment. The reporter denied moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings: investigators were able to verify the complaint in the pump history but did not duplicate it during the testing as no power issues were observed. The review of the black box data showed unexplained power reboots. No damages were found to the battery compartment or to the returned battery cap. The returned battery cap was able to fully tighten to the pump with no yellow o-ring showing. The returned battery cap contact height and width measurements were within specifications. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were duplicated. Upon removal of the pump cover, no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).